Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve in a previously implanted 21 millimeter (mm) non-medtronic surgical aortic valve, a 30 minute procedural delay occurred. Following the implant of the valve, a thrombus was observed. Subsequently, the patient was administered tissue plasminogen activator (tpa). Per the physician, the transcatheter valve, implant procedure, and the patient's calcified anatomy contributed to the thrombus.

Event description:
Additional information was received which clarified that a 15-minute procedural delay occurred due to cardiopulmonary resuscitation and recrossing the constrained evolut valve after losing guidewire access in left ventricle. The thrombus was observed the following day on the non-coronary cusp. During the procedure, an anticoagulant medication was administered, and the patient's activated clotting time was monitored every 30 minutes with the results between 215-230 seconds. The procedure was completed within 65 minutes. Additionally, the valve was recaptured twice due to a deep implant depth. It was noted that the patient had a pre-existing small lymphocytic lymphoma, which could have contributed to the thrombus.

Manufacturer narrative:
Image review: two CT video clips provided. No dicom images provided. Imaging shows an evolut inside a surgical aortic valve with possible thrombus seen inside and outside the transcatheter aortic valve. Evolut appears fully expanded. Updated data: b1. B2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve in a previously implanted 21 millimeter (mm) non-medtronic surgical aortic valve, a 30 minute procedural delay occurred. Following the implant of the valve, a thrombus was observed. Subsequently, the patient was administered tissue plasminogen activator. Per the physician, the transcatheter valve, implant procedure, and the patient's calcified anatomy contributed to the thrombus. Additional information was received which clarified that a 15-minute procedural delay occurred due to cardiopulmonary resuscitation and recrossing the constrained evolut valve after losing guidewire access in left ventricle. The thrombus was observed the following day on the non-coronary cusp. During the procedure, an anticoagulant medication was administered, and the patient's activated clotting time was monitored every 30 minutes with the results between 215-230 seconds. The procedure was completed within 65 minutes. Additionally, the valve was recaptured twice due to a deep implant depth. It was noted that the patient had a pre-existing small lymphocytic lymphoma, which could have contributed to the thrombus. Additional information was received indicating that the valve was under-expanded after deployment. Due to the under-expansion, a pos t-implant balloon dilation was required. In order to complete the post-implant balloon dilation, the valve had to be re-crossed following initial deployment. Between the first and second deployment attempts, the patient lost blood pressure and became asystolic. Cardiopulmonary resuscitation was initiated as a result.

Manufacturer narrative:
Product analysis #(B)(4):two CT video clips provided. No dicom images provided. Imaging shows an evolut inside a sav with possible thrombus seen inside and outside tav. Evolut appears fully expanded. Updated data: b3. B5. Added third paragraph. H6. Corrected data: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.